Manufacturer narrative:
The guidewire and microcatheter were returned for analysis. The guidewire distal end was found to be separated and missing. The guid ewire outer coils were found to be missing with the inner core wire broken at the distal edge of the proximal solder region. The guidewire¿s distal section was found within the returned microcatheter. Due to the damaged condition of the guidewire it could not be used for testing with the returned microcatheter. The guidewire broken end was then sent out for scanning electron microscopy (sem) analysis. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The guidewire was returned for analysis. Based on the device analysis and reported information, the report of guidewire separation was confirmed. The guidewire was found to be broken into two segments. The distal portion of the guidewire was found stuck within the microcatheter lumen. Per the scanning electron microscopy (sem) analysis report, ¿the wire failed via torsional overload¿ which indicates the guidewire broke due to excessive force (twisting) likely against resistance. The repeated repositioning of the devices may have contributed to the separation of the guidewire. However, the cause of the event could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Per the hydrophilic guidewire instructions for use (IFU): warnings ¿ ¿never advance or withdraw the guidewire against resistance until the cause of the resistance is determined by fluoroscopy.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is expected to returned for analysis. Upon completion of the device analysis a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the mirage guidewire broke within the microcatheter. No patient injury occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional details received. The device is expected to be returned but has yet not been received. Attempts have been made to gather information. A supplemental report will be submitted when the analysis has been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the controlled follow up scan revealed a hemorrhage near the "mav". The doctor then injected glubran quickly to stop the hemorrhage.